Event description:
I had lasik in 2007. I now have chronic dry eye. While I did have dry eye symptoms prior to the surgery along with dry mucous membranes and joint pain, I was told that I was still a candidate for the surgery. In the past, I have had a work up, including negative tests for ra, lupus, connective tissue disorders and sjogrens. Since the surgery, I have dry eye, eye fatigue, redness, light sensitivity and my vision fluctuates. I am on restasis, fresh kote, systane, thera tears, flax seed oil supplements and I'm taping my eyes shut at night. Computer work, reading and driving are difficult.